Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery was intermittently depleting faster than expected. Reportedly, during one occurrence, the battery gauge decreased from 80% to 1% within a few minutes. Blood glucose level was in the 400's (mg/dl). Review of the pump data logs by tandem technical support confirmed the reported issue. Reportedly, the customer continued using the pump for insulin therapy.